Event description:
It was reported that a customer experienced a fractured dental implant abutment and subsequent implant loss. The upper 6 mm of the implant neck is present, the lower part has been removed and disposed of by the doctor.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.